Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1b1pev01 serial# implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) received information regarding a patient with an external neurostimulator (ens) for trial stimulation that the patient experienced a sharp, painful stimulation in his buttock and down his leg. The patient did not fall or have any incident that would have caused anything abnormal. The lead was explanted on the day of the report to the rep. The patient indicated that initially therapy was working well and the patient was getting good symptom relief. It was indicated that program changes during the trial did not resolve the stimulation problem. The change in stimulation was described as sudden.

Manufacturer narrative:
Product ID: 3889-28, lot# va1b1pev01, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from a manufacturer representative. The painful stimulation stopped after the ens was turned off during the trial period.

Manufacturer narrative:
Should have been included in the last report to update and replace fdc code previously reported.

Event description:
Correction to analysis coding.

Manufacturer narrative:
Lead: due to the reported complaint, an insulation leakage test was performed and normal impedence's were observed, indicating there were no leakages observed in the insulation. Analysis observed the connector(s) of the lead {was//were} crushed. Analysis observed the distal end of the lead was stretched. Ext: during visual analysis of the extension, it was noted the proximal end was not returned. (B)(4) applies to the extension only.

Event description:
Device analysis complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.